Manufacturer narrative:
Reported event: an event regarding inaccurate cup version involving rio®upgrade disk pka 2.5.6.3 and tha 3.1 (p/n 212042) was reported. Method & results: -device history review:not performed as the reported device is software. -complaint history: based on the device identification (pn 211355) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate version. There were 9 other reported events for the listed catalog number. Of those, none reported inaccurate version. Conclusions: the session data and post-op x-rays from the case were reviewed. An analysis of the landmark/pelvic registration, post-op x-ray, system results, and patient anatomy was completed (see attachment). Based on the results of post-op x-ray analysis and the, the actual cup version is within 5 degrees of the angle reported by tha 3.1 application. The osteophytes on the posterior wall of the acetabulum may cause the difference in cup version determination between dr. Jerabek and tha 3.1 application. The data at this time shows that the tha 3.1 application system worked as intended during dr. (B)(6) case on (b)(9) 2015. The surgeon changed implant system after cup impaction. By application design, the software cleared the impacted cup center in reduction results to be re-captured based on the new implant system selection. Reported device is software.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After starting to impact the cup, the surgeon felt the version was off and repeated registration multiple times to confirm if a false passing registration occurred. Intraoperatively, surgeon stated that version values on software seemed greater than actual version. The case was successful and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After starting to impact the cup, the surgeon felt the version was off and repeated registration multiple times to confirm if a false passing registration occurred. Intraoperatively, surgeon stated that version values on software seemed greater than actual version. The case was successful and there was no harm to the patient.